Event description:
Please remove this report from FDA database as this event was reported as mitral incompetence due to some shrinkage of the pt's anterior leaflet and rolling and thichening of the pt's posterior leaflet, causing failure of central coaptation.